Event description:
The device was returned for an unspecified reason. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was not functioning properly. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.